Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in finland: "back of the device overheated and burnt." "The patient was receiving an intravenous antibiotic at night. Nurse noticed a burnt smell in the room and realized it was caused by the infusion pump. Infusion pump strongly overheated and back of the device was black at the charger location. The end of the charger was also burnt. There were no patient injuries and the damaged device was taken out of service immediately. Removing of the pump was little bit difficult because of the overheated device."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. No abnormalities were found in the device and alarm history. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state but the p2-connector was burned off. The device was disassembled, and the inside was investigated. It could be found liquid residues on the p2-connector. The p2-connector was changed. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation (the test was performed after the p2-connector was changed). The complaint could not be confirmed. The p2-connector burned of because of a liquid damage.